Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was stuck in every 10 minutes. Customer¿s blood glucose level was 294 mg/dl at the time of incident. Customer state that the keypad sticker worn off. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test or self test due to unresponsive keypad. Device received with peeling keypad overlay.